Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010, and was able to obtain/verify information. The patient tests her blood glucose 1-3 times a week. She takes a set dose of januvia once a day in the morning regardless of her meter readings. The patient indicated that the alleged issue started on an unspecified date/time in (B) (6) 2010. Through troubleshooting, the customer service representative (csr) determined that the meter's battery needed to be replaced. However, the patient informed the mss that it was her first time using the meter. As a result of the alleged issue, the csr advised the patient to replace the meter's battery. Due to the alleged issue, the patient claimed that she was unable to test her blood glucose for several days. On (B) (6) 2010, the patient called lfs back alleging that she was unable to replace the meter's battery because she could not remove the battery. The device was then replaced. On an unknown date/time after the alleged issue began, the patient claimed that she developed symptoms of frequent urination and thirst. The patient denied changing her diet or medication regimen during the time of concern. She also denied receiving treatment because of the alleged issue. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.